Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vein harvesting system did not seal on a very large branch in the leg, which caused excessive bleeding. The patient was not transfused during the procedure and no patient effects were reported. Since they were near the end of the case, the case was completed using the same device. The product was discarded.

Manufacturer narrative:
(B)(4). Architect i1000 analyzer, list # 1g17-02, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 1g17-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed four occurrences of architect i2000 analyzer error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71515p100 was in use. There was no impact to patient management.